Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a replace battery now less than ten hours after receiving a low battery alert. Customer reported that battery was not previously used and was not loose, cracked or damaged. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected low battery or replace battery now alarms noted during our testing. No unexpected low battery alarms found at the downloaded insulin pump history. The insulin pump had minor scratched lcd window and case.